Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.